Manufacturer narrative:
This report is submitted on january 16, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to device non-use. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on march 09, 2023.